Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) implant was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Bone debris on the external threads. The device could not be functionally tested for the reported failures (perforated sinus & infection) as they were medical events. However, measurements were taken using a caliper (cal1831 due: sep 2, 2022). Pre-existing patient condition noted on the per was type I (high) bone density. The reported devices were being placed for approximately 3 weeks. X-ray & picture evaluation: x-ray or picture images were not provided. Therefore, the reported events could not be verified. Review of appropriate documentation: per the applicable IFU, under section warnings, it is stated that improper techniques can cause bone loss, patient injury, pain and implant failure. DHR review: DHR review was completed for the subject lot number 1237382. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record: sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review by lot number (1237382) was performed for similar event and no other similar complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported events could not be verified since they are medical conditions and no x-ray or pictorial evidence was available.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Pt info: not provided. Title and last name of reporter not provided. Additional 510(k) number is k101880.

Event description:
It was reported that the implant was removed due to sinus perforation, infection, pain, and an abscess. Antibiotics were also previously prescribed. Patient will return for an additional dental appointment.